Event description:
It was reported that the device repeatedly alarmed and restarted during use whereupon it had to be replaced in a controlled maneuver. It was stated that no consequences for the patient have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures; the only additional detail that was provided is that the device is back in use after exchange of the power supply board. Dräger concludes the following: the device is equipped with an internal battery that serves as a back-up energy source when mains power gets lost for whatever reason. There would be malfunctions of certain components onboard the power supply pcb imaginable that would prevent from continuing operation on battery supply but then the device will shut-off with power loss alarm and will not perform reboots as reported. A plausible explanation would be that the device was put into operation with a nearly depleted or worn internal battery which could not supply the device with energy for more than a short time. The following scenario seems likely: when the device measures an internal overtemperature it switches off the power supply temporarily to allow it to cool down to avoid that the breathing gas temperature rises. With a sufficiently charged internal battery the device continues operation and posts the alarm "battery does not charge". If however the internal battery is depleted or worn, the device is not supplied with sufficient energy and will perform reboots in a loop. The particular alarm message may falsely have suggested the presence of a power supply malfunction but the IFU clearly explains the alarm message, the potential root cause and the dedicated remedies. The typical pre-condition leading to internal overheating is lack of maintenance. The device has openings in the housing to take in ambient air for cooling - these openings have filter mats to prevent the ingress of dust and particles. If these filters are not regularly exchanged as recommended in the IFU, the filter resistance increases and inhibits the air intake. The device is ten years old, status of preventive maintenance is not known. Lack of preventive maintenance was either the only contributing factor in the event and the power supply exchange was unnecessary or - if indeed a power supply malfunction was present - it could only come into effect due to lack of maintenance (worn battery) or use error (putting the device into operation with a depleted battery - the IFU emphasizes that the battery status shall be checked prior to each ventilation episode). It is recommended to have the device checked by trained service personnel, especially the filter mats and the internal battery.